Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer complained about having issues with the reservoirs. The customer was called and she reported that since (B)(6) 2016 she has been getting air bubbles every time a reservoir is filled. The customer also reported experiencing low blood glucose between 46 and 48 mg/dl. She stated that she does not calculate the right amount and gives herself too much insulin. She treated with food and soda. The customer's blood glucose at the time of the call was 60 mg/dl which she drank a soda for. The customer declined troubleshooting. The product will not be returned for analysis.